Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user-applied excessive force during prying/leveraging the device during insertion.

Event description:
On 11/05/2025, it was reported by a sales representative via (B)(4) that (qty. 2) of an ar-9202 univers/eclipse orien pins were bent and unusable. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.